Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the unit has alarm problems.

Manufacturer narrative:
The device was evaluated and found the sieve bed was saturated.

Event description:
Dealer is stating that the unit has alarm problems.